Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The meter's serial number and date of manufacture are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that sometime in the previous week or two customer's adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on (B)(6) 2016 he believed the customer may have taken her insulin shot, meant for the next day, after already having received the dose for (B)(6) 2016. Paramedics were called and upon arrival received a reading of 171 mg/dl on their meter. No treatment was rendered. The next day, ((B)(6) 2016), caller declined to give customer her insulin because of what had occurred the previous day and due to the meter issue he could not check her glucose status. Later, while customer was at her day care program the staff noticed she was not doing well so paramedics were called. Upon arrival they received a reading of 35 mg/dl and recommended she be provided some form of sugar. Customer was treated with "something sweet or sugar." No further treatment was required. There was no report of death or permanent injury associated with this event.